Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open gastrectomy procedure. The manual stapling handle and reload did not fire when the firing handle was pressed. The firing handle was loose after push before firing button activated. The devices were being used for the stapling and cutting of the lung tissue. The jaws of the reload were not able to close on the tissue when the handle was loose. In order to resolve the issue and complete the case, another manual stapling handle and reload were used. There was no patient harm. The patient outcome is alive, no injury.